Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had no image. Inspection and testing of the returned device found the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the curved rubber was scratched, the curved rubber bond was cracked, the curved rubber adhesive was cloudy, the nozzle was clogged with foreign material, the bending angle was insufficient, the angle knob had play, the scope connector had liquid leakage, the scope connector was scratched, the insertion tube was scratched, the operation part was scratched, the operation part was discolored, the tip cover was scratched, switch 1 was scratched, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the operation part side of the universal cord was scratched, the scope connector side of the universal cord was scratched, the light guide cover glass was scratched, the scope connector cover was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.